Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer called to report she believed she inserted the tampon backwards and she was not able to remove the pledget from her vaginal cavity. She stated the tampon was not in all the way and the applicator was also inside her vaginal cavity with the tampon. Further details on consumer's use of the product and outcome could not be obtained as the consumer disconnected the call and did not provide contact information.